Event description:
It was reported that pump experienced malfunction alarm identified as malf 0-0x2057, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy, place pump in storage mode, and return it using prepaid label, and technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.